Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and phasix. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch which was implanted on (B)(6) 2006. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and phasix. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch which was implanted on (B)(6) 2006. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, "the hernia sac was identified and freed up. A composix kugel mesh (device #1) was placed into the defect and sutured." (B)(6) 2019 - patient was diagnosed with recurrent incisional hernia and infected mesh thereby underwent open repair with the implant of phasix mesh (device #2) and removal of composix kugel mesh (device #1). Per operative notes, "lysis of adhesions was performed. The previously placed mesh (device #1) was removed and hernia was noted at old stoma site. The hernia defect was noted and a phasix mesh (device #2) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.